Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating he received a "loss of prime" warning on (B)(6) 2013 and had a blood glucose (bg) value of 500mg/dl. It was noted that the patient had moderate nausea, had a moderate headache, blurred vision and felt hot. The patient reported he did not test for ketones. The patient stated that he was at a game and did not hear the warning. It was noted that the patient did not change out the cartridge in response to the warning and changed it out on his next scheduled day on (B)(6) 2013, when the pump emitted an "empty cartridge" warning. The patient said that he realized the pump indicated that it was not primed but stayed connected to the pump anyway and continued to prime 3.1units of insulin into him then performed an ezbg bolus to treat his bg. The patient reportedly tested his bg measurement at 7:22pm and his bg was reported to be 317mg/dl. Customer support (cs) had the patient perform an air bolus and the patient was able to successfully prime the tubing and perform an air bolus. A review of the basal history indicated the pump stopped delivering basal at 6:49pm and then resumed at 7:25pm. The patient confirmed that was time the pump emitted the warning. The patient denied trauma to the pump or having any site/set or cartridge issues. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient did not address the alarms appropriately the pump emitted. Additionally, the patient stayed connected to the pump and continued to prime and bolus from the pump.